Event description:
It was reported that the patient presented in the hospital after receiving an alert for high, out of range, high voltage lead impedance in the svc to can vector. The device was reprogrammed to exclude the svc coil and act as a single vector device. There were no adverse consequences for the patient and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.